Manufacturer narrative:
The customer has been contacted requested the sample and a shipping tube and pre-paid mailing label have been sent to the customer. A supplemental report will be submitted upon receipt of sample and completion of the investigation.

Event description:
The unit was inserted into the blood donor's arm. The stylet broke when it was pulled back, leaving the needle in the catheter. The device was removed and a new unit was placed.